Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis. Update rec'd 6/1/2016: litigation received. Doi was provided. There are no new specific allegations provided by the litigation. This complaint was updated on: 6/16/2016. Update received 6/23/16: clinical report was received stating a revision due to altr. Complaint was updated on: 6/24/2016. Update 6/23/2016: updated clinical der received - there is no new information that would change the existing MDR decision. Complaint was updated: 7/13/2016. Update 10/25/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions (no labs), metallosis, and corrosion. The stem is being added to the complaint. The complaint was updated on:11/18/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other related incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.